Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were admitted in emergency room on (B)(6) 2021 due to high blood glucose. Customer blood glucose was 400 mg/dl. Customer was treated with insulin pump , insulin pen and insulin drip for high blood glucose. Customer stated symptoms related to high blood glucose that were tiredness or weakness and dizziness. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer stated that the insulin pump was passed in self test, high pressure test and displacement test. The insulin pump will not be returned for the analysis.